Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased act buttons dome switch. No unlocked lcd keypad connector noted. All operating currents within specifications and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No low reservoir alarm or any alarm noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her blood glucose had been high for the past four days. The patient's blood glucose had been 423 mg/dl, 482 mg/dl, 545 mg/dl, along with multiple readings in the 200 mg/dl and 300 mg/dl ranges. The patient had been treating with insulin pump boluses and manual insulin injections. During troubleshooting the customer did not identify and site or set issues. The insulin pump was able to prime without incident. However, the act button and the arrow buttons on the insulin pump began to respond slowly; the buttons were hard to press as well. The insulin pump will be returned for analysis.